Manufacturer narrative:
Batch review performed on 24-dec-2024. 100 items manufactured and released on 20-sep-2024. Expiration date: 2029-09-03. No anomalies found related to the problem. To date, 30 items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: liner: mpact dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265), lot. 2417988. Batch review performed on 24-dec-2024. (B)(4) items manufactured and released on 03-sep-2024. Expiration date: 2029-07-30. No anomalies found related to the problem. To date, 28 items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The day after the primary surgery, the patient came reported hip instability due to a leg length discrepancy and the cause is reported to be due to implant sizing.the surgeon revised the head and liner and the surgery was completed successfully.